Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au analyzer and found the sample probe transfer unit was defective. The fse replaced the sample probe transfer unit to resolve the issue. The fse performed all required alignments and verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining zero patient results for multiple chemistries on their dxc 700 au clinical chemistry analyzer. The customer did not specify the affected chemistries, however, indicated ion selective electrode (ise) was part of the affected chemistries. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.